Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the reason that it took the patient 8 hours to charge was because they couldn't hold the antenna in place or place it correctly. The patient's ins was replaced with a non-rechargeable model on (B)(4)2018 and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that it takes 8 hours to charge the ins. The patient is (B)(6) years old and has a broken right shoulder. The patient has difficulty holding the charger in place. The patient has tried using the belt, but it won¿t stay around the patient¿s waist. The patient cannot tighten it due to mobility issues in her right arm. The patient has tried using adhesive material to hold the charger in place, but it tears her skin, so she stopped using them. The rep was scheduled to meet with the patient on (B)(6) 2018. The patient¿s medical history includes chronic pain. No further complications were reported.